Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem (charger is not charging batteries) was confirmed. Upon receipt, the charger will not light up the led when it was first plugged in. The cause of the charger not charging the batteries was determined to be a defective power supply brick. The root cause of the faulty power supply brick cannot be positively determined. The charger was otherwise fully functional. No adverse event resulted from the defective power supply brick. The patient received a replacement battery charger.

Event description:
A (B)(6) female patient's husband contacted zoll lifecor customer support service to report that the battery charger does not appear to be charging the patient's batteries. The patient was provided with a replacement battery charger.